Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they had a sharp pain in their low back that lasted almost 2 whole days. Patient said the pain eased up. Patient said they can't hold their bladder and are getting up they don't know how many times at night. Patient has decreased their fluid intake. Patient went to have MRI on their neck on wed and the external devices would not communicate w/ the ins so they were not able to put the device in MRI mode. Patient said they can feel the ins through the skin and are placing the communicator right over where they feel the ins and were still not able to communicate. Patient said when they were at their MRI appointment they changed locations as well and turned off the handset then turned back on. The last time the patient increased stim was a little over 3 weeks ago which was when the patient had excruciating pain in their low back. Patient saw the np julie on (B)(6) 2024 but they didn't check the patient's device. Patient said the pain started around christmas for right after, in that ball park. Recommended patient make an appointment to have the device checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.